Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. The returned sensor passed all testing including a visual inspection, continuity testing, and skin temperature verification. The returned sensor was confirmed to be functioning as designed. The end-user stated that she was changing the sensor every 10 to 24 hours. A product labeling review was conducted which included review was conducted which included reviewing the directions for use (dfu).

Event description:
It was reported that during a follow-up visit at the patient's cardiologist office, the mother found the blister. Per the customer, the pt's family was instructed properly regarding how to change the sensor site as per manufactures specifications. The customer indicated that he was contacted by the pt's cardiologist that the child's foot appeared to be burned from the sensor. Additional info received from the customer indicated that "she [pt's mother] claim that she was changing it every 10-24 hours." Additionally, "we had wrapped the sensor into a posey wrap to keep it secure on the baby's foot. The baby is on very low flow (0.10 liters per minute) oxygen, that all we have him on. When I visited the home, the mother had the blister site covered with a bandage, that's all I saw, and she did not tell me otherwise."